Event description:
Boston scientific crm received info that this dextrus right ventricular lead was suspected of having perforated the heart wall. The pt was noted with pericardial effusion and tamponade. In a revision procedure, the physician repaired a small tear in the ventricle. The lead remained in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.